Event description:
It was reported the pt is unable to turn his scs system on and is receiving communication errors. The pt turned off his system 8 months ago. In addition, the pt is a heart transplant pt and is having other serious health issues right now. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.